Event description:
Customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the connectors and pcbs. System operates as intended.